Event description:
On (B)(6) 2020, a patient was intended to receive a perceval pvs27 due to aortic stenosis. During surgery, after the implantation, the patient became hemodynamically unstable. The bypass was restarted and the aorta was re-clamped. After opening the aorta, it was identified that the valve was obstructing the left coronary ostium. Due to this obstruction, the valve was explanted.

Manufacturer narrative:
Fields updated: b4, b5, g4, g7, h1, h2. The manufacturer is providing an updated event description in light of additional information received. Further investigation will be performed once the device will be returned.

Event description:
On (B)(6) 2020, a patient was intended to receive a perceval pvs27 due to aortic stenosis. The device was implanted and proper placement of the device was reported. After weaning the patient from bypass, the patient became hemodynamically unstable. The bypass was restarted and the aorta was re-clamped. After opening the aorta, it was identified that the valve was obstructing the left coronary ostium. Due to this obstruction, the valve was explanted and replaced with a magna ease aortic. The patient had a good outcome after surgery and was discharged from the hospital. It was reported that the patient's coronary ostium was very low, close to the annulus.

Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer on 23 feb 2022. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The dimensional test confirmed the correct dimensions of the returned device. In order to allow an exhaustive evaluation of the functional behavior, a replication of the collapsing phases and deployment procedure was performed according to the indication included in the IFU. The replication of collapsing phases was performed using the returned valve pvs 27/xl and a demo accessory kit. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the valve deployment and ballooning phase in the silicon aortic root (size 27), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed. The valve has remained fixed inside the annulus without showing significant anomalies or to the tendency of an instable positioning. Finally, a static leak test was performed. Inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. This aspect can be considered an additional confirm of the stable positioning. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device. No device malfunctions was detected in the investigations performed on the returned device. The patient's anatomy appears to be the most reasonable and probable reason, as reported in the case history (i.e. Patient's coronary ostium was very low, close to the annulus).

Event description:
On (B)(6) 2020, a patient was intended to receive a perceval pvs27 due to aortic stenosis. The device was implanted and proper placement of the device was reported. After weaning the patient from bypass, the patient became hemodynamically unstable. The bypass was restarted and the aorta was re-clamped. After opening the aorta, it was identified that the valve (inflow ring cuff) was obstructing the left coronary ostium. Due to this obstruction, the valve was explanted and replaced with a magna ease aortic. The patient had a good outcome after surgery and was discharged from the hospital. It was reported that the patient's coronary ostium was very low, close to the annulus.

Manufacturer narrative:
Corrected: a3, b5 (clarified portion of the valve causing the obstruction) fields updated: b4, f7, f10. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information available, it is not possible to draw a definitive conclusion for the reported event. However, based on the document review performed, no manufacturing deficits were identified. Given that it is reported that the patient's coronary ostium was very low, close to the annulus, it is possible that the patient's anatomy contributed to the reported event. Ultimately, as the device was not yet returned, the root cause cannot be established. Should the device be received, a full investigation will be performed and a follow-up report will be provided.